Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one carbide insert missing from its grip. The grip faces do not make contact when the grips are closed and the brazing surface of the grip exhibits poor surface coverage of filler materials.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, a piece from the large needle driver instrument broke off and fell into the patient. The broken instrument piece was retrieved from the patient; however, it fell onto the or floor and was not located by the surgical staff. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.